Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was tested with water fill with test reservoir. No air bubbles anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The low blood glucose value was 43 mg/dl. Customer stated that they having an issue with air bubbles in her insulin pump. Customer declined to troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.